Event description:
A diabetes educator reported that the customer was hospitalized for dka. It was stated that the cause for their high bgs was unknown. Troubleshooting was performed. The insulin was delivered and the high-pressure test passed. Advised the customer that the pump is working properly.